Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive down arrow button due to corroded keypad trace. Failure analysis was unable to perform displacement test or test for low battery alarm due to unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump was stuck on the reservoir plus set option after the infusion set was changed. The customer's blood glucose was 350 mg/dl. The customer stated they were out in the rain, but was covered with a poncho prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.